Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. This device was not returned for evaluation at this time. Therefore no product evaluation was able to be completed. The root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information that a 19mm pericardial aortic valve was explanted after an implant duration of 13 years and 3 months due to unknown reasons. The explanted device was replaced with a non-edwards valve. No additional details were provided.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, and commissures 1 and 2 bent. As received, all three leaflets were stiff and translucent-like due to dehydration. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 3 had a 3mm tear near commissure 1; calcification was evident near the tear. Two pledgets remained attached to the valve at the inflow aspect. The sewing ring was cut near leaflet 1. Additional manufacturer narrative: customer report of patient prosthesis mismatch could not be confirmed through visual observations. Report of stenosis was visually confirmed due to calcification. Calcification likely restricted leaflet mobility and led to the reported stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The root cause for the calcification and ppm remains indeterminable. However, it is likely that patient related factors, the progression of the underlying valvular disease pathology, and procedural factors contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve explant procedure was due to patient prosthesis mismatch and severe aortic stenosis. The explanted device was replaced with a non-edwards valve was successfully implanted. The patient was discharged in stable condition on pod six.